Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached. When priming the insulin got stuck and did not give any drops. Currently, the patient's blood glucose level was 120 mg/dl. No further information available.